Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned device noted that the stent was received fully mounted on the delivery system. The distal end of the device shaft was curved and the inner sheath had been withdrawn proximally into the outer sheath so the distal end of the outer sheath was covering the tip of the delivery system. A kink was noted at the distal end of the clear outer sheath. The distal stent wires appeared to be damaged. During analysis, an attempt was made to retract the distal handle; however, a restriction was met. Closer examination of the stent found that a distal stent wire had perforated the outer sheath, causing the restriction. The shaft was dissected at the proximal end of the guidewire access sleeve and the outer sheath was dissected in order to withdraw the distal end of the inner lumen and deploy the stent. No issues were noted in the movement of the proximal end of the outer sheath after dissection of the shaft. The distal stent wires were damaged and uncrossed. The noted damages indicate difficulty was experienced during attempted deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a wallstent biliary stent was used during a biliary stenting procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was not able to deploy the stent inside the patient. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was broken and the stent wires were perforating the sheath.